Event description:
It was reported that a pt underwent a laparoscopic hernia repair procedure on (B) (6) 2009. During the procedure, several areas of delamination of the orc-layer occurred. The mesh was implanted and has not been removed. No adverse pt consequences were reported.

Manufacturer narrative:
(B) (4). (B) (4). Delamination occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.